Event description:
A consumer reports seeing halos at distance when driving at night following intraocular lens (iol) implant surgery. He also reports that when reading, lines appear thinner and lighter compared to his fellow eye. He states that he was told prior to the surgery that he might experience halos, and that his vision is much better following the surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. At the customer's request, the surgeon was not contacted. This report was mailed to FDA on: 12/21/2007.